Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter and test strips passed all testing with no faults found. The error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(4) 2013, test strips- (B)(4) 2013.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the evening of (B)(6) 2013 she developed symptoms of "sweaty and shaky", which she associated with a high blood glucose. At the onset of symptoms, the patient claimed she immediately tested her blood glucose and obtained readings of "7.0 mmol/l" with the subject meter and "14.0 mmol/l" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that the felt the reading of "14.0 mmol/l" was correct because, she was taking steroids for lung disease which usually caused her blood glucose to increase. In response to the symptoms and elevated blood glucose reading obtained on the other device, the patient reported taking a "gluconorm tablet" to bring her sugar level down. The patient informed the csr that she generally manages her diabetes with diet and exercise and does not take any medications. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. Although, the patient developed symptoms, she associated with hyperglycemia, there is no indication that the alleged meter issue caused and/or contributed to this injury. The patient reported that her elevated blood glucose was due to taking steroids for a health condition unrelated to her diabetes. However, this complaint is being reported because, the subject meter did not meet lfs' accuracy criteria.